Manufacturer narrative:
The information provided in the article indicates that patient developed a groin hematoma which diminished spontaneously. The information obtained is limited to the content of the article. Based on the information contained in the article, it cannot be determined whether, or to what extent, the implant used to treat the patient caused or contributed to the reported postoperative hematoma. The article does not report that any specific device malfunction or post-op complications were caused or contributed to the use of the ventralight st mesh. The adverse reaction section of the instructions-for-use (IFU), supplied with the device identifies hematoma as a possible complication. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Note, the date of event (01-jan-2015) is considered to be a best estimate. This emdr represents the ventralight st mesh (case #5). An additional emdr was submitted to document the events related to the 3dmax light mesh (case #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per journal article: "transabdominal preperitoneal repair with concomitant bowel resection for strangulated femoral hernias: a report of five cases". The article presents a clinical outcome of five cases of strangulated femoral hernias treated by transabdominal preperitoneal (tapp) repair with concomitant bowel resection to support the feasibility and safety of tapp with concomitant bowel resection for the treatment of strangulated groin hernias, the 5 cases operated on with hernia reduction, laparoscopic mesh herniorrhaphy, and extracorporeal resection of the small intestine due to ischemia between 2015 and 2024. Out of the 5 cases 4 cases utilized 3dmax light mesh with capsure fixation device and one case handled with the use of ventralight st mesh and sorbafix fixation device. The duration of procedure varies from case to case ranging from 101 mins to 241 mins. Postoperative complications included, case #1 groin seroma, case #2 paralytic ileus (ileus is a known postop complication not related to the implant), case #4 delirium (not related to the implant), and case #5 hematoma. No cases of hernia recurrence were observed in either group. Note there were no postoperative complications reported for case #3. Overall, the authors concluded that the tapp repair with concomitant bowel resection is a feasible and potentially safe approach for selected patients with strangulated groin hernia. Successful laparoscopic reduction was achieved in all cases without conversion to open surgery, supporting its practicality. Study also indicates a low risk of mesh infection, likely due to proper peritoneal closure and separation of the mesh from contaminated fields. Given the small sample size and lack of comparative data, further larger, prospective studies are required to confirm these findings and establish broader clinical applicability. Note: there is no information provided in the article indicating that the device caused or contributed to the postoperative patient complication(s). However, as postoperative complications did present and some requiring medical/surgical intervention we are reporting this as a serious injury MDR. This case represents the ventralight st mesh (case #5).